Event description:
A 3.0 mm diameter x 18 mm length endeavor otw drug-eluting coronary stent system was implanted into a pt for the treatment of the lad lesion. The lesion was calcified and stenosis percentage was not reported. The lesion was pre-dilated multiple times with semi and low compliant balloons. It was reported that the stent was moved rapidly in and out of the guide and the stent became dislodged in the left main when attempting to cross the lesion. An unsuccessful attempt was made to pull the un-deployed stent back into the guide catheter. The stent was deployed in the left main. Another endeavor stent was passed through the deployed stent in the left main and treated the lesion. The device was discarded and images from the procedure were not provided. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.